Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation.as no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available.a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown hip cup on (B)(6) 2008. Records of lab tests performed on (B)(6) 2016 and (B)(6) 2017 showed elevated metal ions in patient's blood. It was also reported that a revision surgery due to elevated metal ion levels is expected.

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: metal ions detected. Event summary: in the records of lab tests in complaint (B)(4) it was noted that the patient had elevated metal ions in blood. Clinical information dated on (B)(6) 2017 describe a polyneuropathy secondary to cobalt chrome which the patient relates to his prosthesis and that he therefore wishes a revision surgery. Therefore, this case was created. Review of received data: medical records on ((B)(6) 2016) states the patients blood cobalt level is 72 nmol/l which exceeds the mandatory reporting threshold of 17 nmol/l. Medical records on ((B)(6) 2017) states the patients blood cobalt level is 54 nmol/l. No further details available regarding this case. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis- root cause determination using dfmea: adverse body reaction due to metal particles release (fretting between shell and stem) leading to soft tissue reaction due to impingement with stem. Possible: as no further detailed information is given, this point cannot be excluded. Release of particles eg. Metal ions, pe or ceramic particles, due to inadequate material pairing. Possible: as it is not known what kind of cup/shell was implanted in 2008. Pe or metal particle release leads to tissue reaction due to pe or metal particle release from articulation. Possible: during the articulation metal particles can release. Ceramic or metal particle release leads to tissue reaction due to ceramic or metal particle release from articulation. Possible: during the articulation metal particles can release. Conclusion summary: in the records of lab tests in complaint (B)(4) it was noted that the patient had elevated metal ions in blood. Medical records on ((B)(6) 2016) states the patients blood cobalt level is 72 nmol/l which exceeds the mandatory reporting threshold of 17 nmol/l. Medical records on ((B)(6) 2017) states the patients blood cobalt level is 54 nmol/l. No further information regarding this case was received. No further statement can be done. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).